Manufacturer narrative:
Previous admissions for infection: manufacturer report numbers #2916596-2022-14739, #2916596-2022-14740, and #2916596-2022-14741. (B)(4). Main investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation. The patient was elevated on the transplant list due to infection and was listed status 3. The reported infection was enterococcus bacteremia that was treated with antibiotics in the past. Whether the outcome was device or therapy related was not provided. The pump will not be returned for evaluation.